Event description:
Additional information was received. A revision procedure was performed. This lead was successfully repositioned.

Manufacturer narrative:
When additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that post implant, this right ventricular lead was successfully implanted. Overnight monitoring revealed loss of capture resulting in ventricular loss of capture lasting twenty-five seconds. There was a five second broad complex escape rhythm of twenty-three beats per minute during the loss of capture. The patient was asleep on their right side and was awakened and instructed to remain supine. No further episodes of loss of capture were noted. Interrogation revealed normal threshold and impedance measurements. No r waves were measureable due to no intrinsic rhythm. An x-ray revealed inadequate lead slack with the lead position appearing dislodged in the high septal/outflow tract position. A revision procedure is intended. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.